Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was charging too frequently. The consumer stated that the patient hadn't recently been reprogrammed nor had the need to increase parameters. The patient hadn't had any previous overdischarge events and would normally charge their implantable neurostimulator (ins) to 100% full. Best charging practices were reviewed with the consumer and it was recommended that the ins be charged to 100% to increase time between charges. No falls or traumas were reported that could be related to the issue. The consumer mentioned that the patient had hand surgery in april, but it didn't seem to align with the issue. The patient was redirected to their healthcare provider (hcp) to check the device. It was noted that the issue started about six months prior to the date of this report. No patient symptoms were reported. Indication for use is unknown.